Event description:
It was reported by service report that the footboard had cracked panels and cracked footboard modules. It was further reported the siderail had cracked panels and could not be locked. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Result: damaged siderail panels, damaged footboard panels, damaged footboard modules, timing link.